Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical record received. The patient has had difficulty with pain. After review of medical record, the patient was revised to address failed left total hip arthroplasty. Revision notes reported that the patient was found to have obvious evidence of a loose femoral component. There was micromotion present at the stem. The stem was removed with a back slap device placed through the proximal hole without any bone loss. There was no evidence of osteal integration along the length of the stem. Acetabular component was found be well fixed and well positioned. There was no gross evidence of infection or any obvious metal - on- metal response. Serial radiographs of the femoral component showed evidence of subsidence and some periprosthetic lucency. Doi: (B)(6) 2009; dor: (B)(6) 2010; (left hip).